Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a reservoir was connected to a drain. The reservoir would not inflate after the air was compressed out. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.